Event description:
It was reported that pump displayed altitude alarm 21 while insulin delivery was suspended, although pump remained within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes, removed and reconnected cartridge, and successfully resumed insulin after waiting as instructed, alarm did not recur, pump returned to normal operation, and customer received additional guidance on preventing future altitude alarms.